Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. This device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. This device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was surgically explanted, and a new device was implanted. The explanted device will be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine office visit, that this pacemaker device was found in safety mode. This device remains implanted. No adverse patient effects were reported. New information was received indicating that this device was surgically explanted, and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported.